Event description:
It was reported that during the reprocessing of a da vinci megasuturecut needle driver instrument, the cable wires were noted to have frayed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable to have frayed, causing derailment at the distal idler pulley as a result. The conductor wires were noted to be intact and undamaged; however, the drive cable was frayed. The frayed strands stuck out at the wrist. The instrument grips were still able to open and close as prompted. The other cables at the wrist were undamaged. There were no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's grip cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.